Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02553. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 2013 and suture was used. While passing the needle through the tissue, it pulled off the suture. The needle was retained in the tissue. The perineum had already been closed. A xray was done to locate the needle and the needle was removed.